Event description:
It was reported the patient went to the hospital to have a ¿trach placed.¿ it was said that sometime after the procedure, the patient became unresponsive and lethargic. The patient was seen by an intensivist who thought the overdose was related to the pump. The patient received narcan and responded well. The pump logs were checked and the device was re-programmed. The managing physician was consulted and initially did not believe a pump adjustment was needed, but did agree to reduce the daily dose. The pump was used to deliver bupivicaine, morphine and clonidine.

Manufacturer narrative:
Product ID 8709sc, lot# n167177015, implanted: 2008-(B)(6). Product type catheter. (B)(4).